Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code was updated.

Event description:
Additional information was received from a company representative. The patient did not experience any symptoms related to the motor stall. The pump was replaced within approximately 12 hours of the first notification alarm of the stall. Per logs, the motor stall occurred on (B)(6) 2016 at 00:22. The pump was replaced on (B)(6) 2016.

Manufacturer narrative:
Analysis of the pump found gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found gear train anomaly, stall due to shaft-bearing. Analysis found shaft wear on the upper shaft of gear two. Analysis found corrosion and moisture on the top side of gear wheel three.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional and company representative in regard to a patient receiving dilaudid 20 mg/ml at 9.8 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and chronic low back pain. A motor stall was seen at initial interrogation. The patient did not recently have a MRI. The cause of the motor stall was unknown. The motor stall occurred on (B)(6) 2016. It was unknown if the drug is related to the stall. The pump was replaced on approximately (B)(6) 2015. The issue was resolved at the time of report. The patient's status at the time of report was alive - no injury. No patient symptoms reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.